Event description:
It was reported that the patient¿s physician had dismissed the patient and the patient was seeking information for another health care provider (hcp). The patient saw the follow-up physician in (B)(6) 2014 who took a urine sample for testing. Three weeks later, in (B)(6) 2015, the patient was told there was a foreign substance found in the urine and the patient was told to go to a treatment center. The patient went to the emergency room (ER) on (B)(6) 2015 but was told there was nothing they could do regarding the patient¿s pump alarming. Reportedly, the pump alarm began on (B)(6) 2015 (also reported as (B)(6) 2015) and the patient experienced sudden dry mouth and was not able to sleep since, two days ago. The patient was concerned of the possibility of a seizure or stroke and wanted to find a physician and inquired about empty pump issues. The patient stated he wanted the alarm silenced and that he was unable to locate a physician with the physician list provided. Reportedly, the patient was denied care at ER¿s twice and has not been able to find a physician to fill the pump. The patient further visited the ER ¿over the weekend¿ and the ER staff told the patient he would need to have the pump taken out. The patient was still seeking a physician. Additional information received reported the pump had been alarming since (B)(6) 2015, (also reported as (B)(6) 2015), and the alarm was getting louder, and was occurring every 12 minutes. The pump reportedly had been empty since (B)(6) 2015 and he had gone through ¿hell¿ for the month of (B)(6). The patient again discussed his ¿failed trips to the ER to get help.¿ the reporter was looking to have the pump removed or silenced. The reporter was embarrassed being in public because of the alarm. It was additionally reported that the patient was still having concerns regarding their device or therapy, as the patient¿s clinic was ¿refusing him his medication.¿ this device system delivered bupivacaine and morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).